Event description:
It was reported the patient's mother took the patient to the clinic as he had stopped responding to sound over the weekend. The mother felt that the external was functioning. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.